Event description:
It was reported to boston scientific corporation that a advanix-naviflex biliary stent was to be implanted to treat an obstructive jaundice in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, stent could not be deployed normally when the inner core was pulled back, the stent adhered to the sheath. Another advanix-naviflex biliary stent was used to complete the procedure. There were no patient complications as a result of this event. The patient status following the procedure was stable. Note: it was reported that the guidewire was in the patient during the attempted deployment. Per the IFU, "if the guidewire is not completely retracted into the delivery system, the stent cannot be fully deployed." The user did not follow the IFU; therefore, this complaint has been assigned ar code 5191: 2457 to capture user error. This event has been deemed an MDR-reportable event based on investigation results, which revealed that the guide catheter was detached. Please see block h11 for full investigation details.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of a guide catheter break. H11: the advanix-naviflex biliary stent and delivery system was returned for analysis. Visual examination of the returned device found the guide catheter detached. Microscopic inspection was performed; the push catheter suture hole and stent suture hole were observed torn. No other problems were noted to the stent and delivery system. The reported event of stent failure to deploy was confirmed. Taking all available information into consideration, the investigation concluded that the reported event and observed failures were likely due to factors encountered during the procedure. It is possible that tortuosity encountered during the procedure and/or the excessive force applied to pull the device, limited the performance of the device and contributed to the reported event and observed failures. Therefore, a review and analysis of all available information indicated the most probable cause is failure to follow instructions. The labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. The preloaded stent system offers an additional feature of being able to reposition the stent prior to deployment. This is achieved by a suture that holds the stent in place until the guidewire and guide catheter are fully retracted into the push catheter. However, it was reported that the guidewire was in the patient during the attempted deployment. The IFU contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information.